Event description:
It was reported that two matrix holding sleeves in one set were broken at the distal threaded end. This happened during screw insertion and all broken pieces were retrieved.there was no adverse event to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.this report is for two matrix holding sleeves. Both devices broke in similar manner during this event and both devices have the same lot number. (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product development evaluation showed the technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The damage is consistent with that noted in previous complaints and the evaluations of those have noted the condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The breakage is due to this condition and internal corrective action was implemented on the matrix holding sleeves, part numbers 03.632.001 and 03.632.036, to address further issues. In conclusion the condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. This condition was addressed in an internal corrective action and is valid.